Event description:
Rn inserted a 8 foley catheter in a 48-day-old male in picu with pneumonia. After 6 hrs there was no urine output. Foley was repositioned and a large blood clot was noted. Urethral tear was also noted. Rn removed the catheter.